Event description:
During insertion of transvaginal taping device, the urinary bladder was perforated. Repeat cystoscopy revealed the perforation to be hemostatic following tape removal, trocar reinsertion and negative indigo carmine injection. Patient was discharged the following day.